Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a swan neck catheter. The customer reports "outflow problems, on contrast photos it showed that the distal catheter openings were closed".